Event description:
A nurse reported that when they switched to the infusion of air during a vitrectomy procedure, air didn't come out; the automatic stopcock was blocked. The infusion hose was exchanged and the issue was resolved. The case was completed with no harm to the patient.

Manufacturer narrative:
The investigation is in progress. A sample is not expected to be returned. A root cause has not been identified. (B)(4).